Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was working. The customer¿s blood glucose was 175 mg/dl. The customer stated that his blood glucose was not getting low after giving himself a bolus. The customer experienced the symptoms related to the high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. The insulin pump will not be returned for analysis.